Event description:
The company received a report, where it was claimed that it was difficult to deflate the cuff during pt use. Replacement of the tube was required.

Manufacturer narrative:
If the sample is received, and new and/or significant info is identified related to the reported failure, a supplemental report will be provided.